Manufacturer narrative:
Additional information was requested regarding event resolution. The investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: when this device is received and analyzed, a supplemental report will be provided. Initial: additional information was requested regarding event resolution. The investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device was explanted, replaced and has not been returned by the healthcare facility. No additional adverse patient effects were reported.